Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1610c93e, serial/lot #: (B)(4), ubd: 06-jan-2021, UDI#: (B)(4) ; product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 27-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported approximately 2 months post the index procedure, occlusion of the endurant limb occurred. As per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is being monitored at a different facility.